Event description:
As reported via the edwards clinical specialist, in an off-label procedure this patient had an edwards transcatheter heart valve (thv) sapien implanted in an existing edwards surgical heart valve therapy (hvt) valve . The 23 mm sapien valve was positioned within the surgical valve. The patient's pressure began to decompensate, meds were given by anesthesia and the patient was returned to baseline. The valve was deployed and an angiogram was performed. It appeared as if the right coronary artery (rca) was occluded. The rca was pre-wired as a precaution due the distance from the annulus. While the physician tried to cannulate the rca with an al1 catheter the patient had a rhythm change and went into ventricular fibrillation. The patient was shocked 3 times and CPR was administered. A decision was made by the physicians to go on bypass pump. The pump was temporarily shut off to check patient's pressure which was noted to be good. The patient was stable and an angiogram was taken. While engaged in the right coronary, the ostium of both the rca and the left coronary artery were patent. The patient was noted to be stable at the end of the procedure. It was also noted that the patient was taken off bypass pump and placed on a balloon pump. The patient expired shortly after coding.

Manufacturer narrative:
There are cases in which the tavr procedure can cause migration of the valve which could result in coronary occlusion and/or clinically significant pvl. Complications associated with the use of bioprosthetic heart valves include device migration due to improper sizing, deployment or improper implantation location potentially causing coronary flow obstruction. The interactions of the thv valve in a surgical heart valve are not fully understood at this time and guidance is not provided in physician training materials or IFU as this is not endorsed or recommended by edwards lifesciences. In a standard tavr procedure the instructions for use instruct the operator to evaluate the height between the inferior aspect of the annulus and the inferior aspects of the lowest coronary ostium for subsequent prosthetic aortic valve implantation. In addition post tavr the operator is instructed to perform a supra aortic angiogram to evaluate device performance and coronary patency. The exact cause for the reported event cannot be determined with the information available. Echo and cine images were not available for assessment by edwards lifesciences. The safety and effectiveness of the edwards sapien transcatheter heart valve in a surgical heart valve has not been established, is not approved in the united states, nor is it endorsed or recommended by edwards lifesciences. In this case, it is likely that unappreciable patient and procedural factors contributed to the event. No further action is possible at this time.

Manufacturer narrative:
Additional information was received stating that at the end of the procedure, the patient was moved over to a stretcher and later coded. Upon debriefing the physicians indicated that the patient had a "stone heart" (massive contraction band necrosis in an irreversibly noncompliant hypertrophied heart) which led to the adverse events. In addition this patient was noted to have experienced a myocardial infarction one to two weeks prior to tavr. There are cases in which the tavr procedure can cause migration of the valve which could result in coronary occlusion and/or clinically significant pvl. Complications associated with the use of bioprosthetic heart valves include device migration due to improper sizing, deployment or improper implantation location potentially causing coronary flow obstruction. The interactions of the thv valve in a surgical heart valve are not fully understood at this time and guidance is not provided in physician training materials or IFU as this is not endorsed or recommended by edwards lifesciences. In a standard tavr procedure the instructions for use instruct the operator to evaluate the height between the inferior aspect of the annulus and the inferior aspects of the lowest coronary ostium for subsequent prosthetic aortic valve implantation. In addition post tavr the operator is instructed to perform a supra aortic angiogram to evaluate device performance and coronary patency. The exact cause for the reported event for the coronary occlusion cannot be determined with the information available. Echo and cine images were not available for assessment by edwards lifesciences. However, as reported by the physicians, they assessed that the "stone heart" as well as a recent mi likely caused or contributed to the death of the patient. The safety and effectiveness of the edwards sapien transcatheter heart valve in a surgical heart valve has not been established, is not approved in the united states, nor is it endorsed or recommended by edwards lifesciences. No further action is possible at this time.